Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, fatigue, blood pressure high, visual disturbance, migraine, obesity, supraventricular tachycardia, depression, iron deficiency anemia, endometriosis, essential hypertension, painful intercourse, uti, menstruation abnormal, bladder infection, dental operation and electrocardiogram abnormal. Previously administered products included for an unreported indication: naprosyn, fioricet, inderal, iron and imitrex. Concomitant products included ferrous sulfate. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (surgical removal of the coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered alopecia, bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on (B)(6) 1900. Discrepancy about essure removal date and confirmation test : dates mentioned as (B)(6) 2019. Discrepancy noted in date of removal: (B)(6) 2019. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (surgical removal of the coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered alopecia, bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on (B)(6) 1900. Discrepancy about essure removal date and confirmation test : dates mentioned as (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: case is upgraded to serious incident. Event injury was replaced with event pelvic pain. Events added to case: "abnormal bleeding", "psychological injury", "bladder problems", "urinary problems", "bladder infection", "urinary tract infection", "vaginal infection", "vaginal discharge", "alopecia" added. Essure insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, fatigue, blood pressure high, visual disturbance, migraine, obesity, supraventricular tachycardia, depression, iron deficiency anemia, endometriosis, essential hypertension, painful intercourse, uti, menstruation abnormal, bladder infection, dental operation and electrocardiogram abnormal. Previously administered products included for an unreported indication: naprosyn, fioricet, inderal, iron and imitrex. Concomitant products included ferrous sulfate. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (surgical removal of the coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered alopecia, bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on january 0, 1900. Discrepancy about essure removal date and confirmation test : dates mentioned as (B)(6) 2019, discrepancy noted in date of removal: (B)(6) 2019. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, patient dob, medical history, concomitant medications, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.